Event description:
Procedure type: lap colon; according to the reporter: as the instrument was tightened down on tissue a looseness was felt in the tightening mechanism. The instrument was applied and complete tissue specimen were observed on the instrument anvil. However, upon checking the anastomosis, a bowel leak was discovered at the staple line. Anastomosis site was over-sewn with suture to compensate for the leak. No bleeding occurred and the surgical time was extended 15 mins. No pt injury was reported. Pt discharged without complications.